Event description:
It was reported that the ilet stopped displaying continuous glucose values from a dexcom g7 while the dexcom app continued to show readings, indicating signal loss limited to the ilet-cgm connection. Symptoms included no cgm data on the ilet. Outcomes included temporary interruption of automated dosing pending data restoration. Investigation included guided troubleshooting and education, including toggling between g6 and g7 within the ilet, re-entering the four-digit pairing code 5897, and advising a reconnection window. Investigation of this case revealed a communication or pairing interruption between the ilet and the dexcom g7 without evidence of sensor failure or patient injury. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolved through re-pairing procedures.